Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not working. Before it was sent in for repair, it was checked at the hospital. The hose hissed and inflated but it didn't seem the leak was coming from the connection. The leak seemed as though it was coming from the inside of the hose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
On december 15, 2017, it was reported that the device was not working. On february 5, it was clarified that the issue originally occurred 6 months ago since the device was not working. Before the account sent in the device the first time he checked it on 50 psi. The device hissed and the hose inflated and it didn¿t seem the leak was coming from the connection. The leak was coming from inside the hose. When he originally sent the device in for repair it was returned and ran perfectly. The repair record said they didn¿t fix anything, so he wasn¿t sure it was user error or something else. The account though the hose was replaced and the device was just recalibrated. The user just had the same issue and they were trying to figure out what to do now. The account doesn¿t want to send in the device if it will cost a lot and nothing is going to be fixed. The account needs to know what psi is needed to run the device. The event occurred on (B)(6) 2017. The event was not identified upon opening the device, before first use or during the first ever use. Another device was used to complete the surgery. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was august 1, 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Per the instructions for use (IFU), the operating pressure is 100 psi and not the 50 psi that account was checking the device at. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿the device was not working¿ was non-verifiable since the device was not returned for evaluation. However, the device would not work properly if you operate the device at 50 psi. It is recommended within the air dermatome instruction manual that the operating pressure for the device is 100 psi for maximum operating efficiency. The root cause of the device not working could not be specifically determined with the provided information since the device was not returned. The device would not work properly if you operate the device at 50 psi. The operating pressure for the device is 100 psi per the air dermatome instruction manual for maximum operating efficiency. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.